Manufacturer narrative:
(B)(4). The customer reported that a monitor fell and was damaged. No pt harm was reported. The available info supports that there was no problem with mounting hardware or device design. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor fell and was damaged. No pt harm was reported.